Event description:
A pt reported blood glucose results of "75 mg/dl" with a lifescan meter and "101 mg/dl" on a laboratory device, performed between 21-30 minutes of each other. Between the tests there was an intervention that would be expected to change the blood gluocse. The meter, test strips, and control solution were replaced.